Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the connector assembly ¿fell off¿ was confirmed but the exact cause was unknown. The product returned for evaluation was a groshong two-piece connector, catheter/stylet assembly, and sealed suture wing and introducer needle. Gross visual evaluation of the samples revealed that the catheter appeared unused, contained the original stylet (still inlaid within the catheter), and the catheter was assembled onto the stylet stem in what is the original assembled location. It appeared that the catheter had not been disassembled from the stylet or used. The connector pieces had been fully assembled, however. Visual evaluation of the two-piece connector found no evidence of a catheter segment within the connector but blood-like residue was seen on both sides of the device. Microscopic examination of the connector revealed the presence of deep groove-like mechanical damage on both sides of the device consistent with intentional disassembly. Further evaluation involved full disassembly of the connector and bifurcation of the distal connector piece. No catheter segment was found within the connector and the blue compression sleeve was in the locked position. From this, it was likely that the original catheter had detached, rather than broke. The root cause to the detachment could not be determined without examination of the implicated catheter, which was not returned. A lot history review (lhr) of rebx0817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC connector assembly fell off after connection. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC connector assembly fell off after connection. No other information was provided.